Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope showed an error message ¿fogless function err e104" . It was observed during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using a similar set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected field: b5. The device was returned to olympus for inspection and the reported failure "fogless function err e104" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the outer tube (thermistor) was broken and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: outer tube (thermistor) was broken and therefore error 104 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer. The procedure was completed using the subject device.